Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads. (B)(4)...

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 122 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.